Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: we¿ve had multiple instances where there has been a delayed safety activation on these IV catheters. This occurred on several locations throughout the hospital. Once the IV was placed, safety button did not retract the needle. Safety did engage after repetitive attempts to engage. Unfortunately no photo was saved and the products were discarded. No harm to any patients.

Event description:
No additional information

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identity the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.

Manufacturer narrative:
Additional information of fa#.